Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-06323 and 2134265-2016-06609. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with imaging catheter and a pullback sled to view lesion. During the procedure, the system froze during pullback. The system was able to start working for a while however, it froze again while doing observation. No patient complications were reported.